Event description:
No osseointegration was achieved aprpoximately 3.5 years after placement of pepgon bone grafting material, an event that necessitated another surgical procedure to achieve the desired results and preclude permanent damage to a body structure. It is unclear whether the grafting material, implant, or patient condition caused or contributed to the event or if the grafting material and implant were placed concurrently.

Event description:
It was reported that implants placed at two sites failed approximately three months after placement. The implants were placed approximately four months after placement of the grafting material.